Event description:
It was reported that the patient experienced phrenic stimulation since implant. The issue was previously resolved by reprogramming the device. The patient presented in clinic on (B)(6) 2017, experiencing phrenic nerve stimulation; device programming did not resolve the issue. Chest x-ray revealed the left ventricular lead had dislodged. The lead was programmed off. The patient was in stable condition.

Event description:
New information noted that the patient was seen in clinic on (B)(6) 2017 for follow-up. Upon interrogation, multiple programming attempts were made; however, the patient was still experiencing phrenic nerve stimulation and could not tolerate it. The left ventricular lead was left off. The patient would be followed-up normally.

Event description:
New information noted that the patient was seen in clinic for follow-up. It was noted that pacing rate was adjusted during last visit which made the patient feel worse; programming changes were made for adjustment. The patient felt better and no further intervention would be made.